Manufacturer narrative:
Complete information for section a. Patient information, 1. Patient identifier -multiple = sid (B)(6) ; sid (B)(6) ; sid (B)(6) ; sid (B)(6) ; sid (B)(6) ; sid (B)(6) ; and sid (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
On 02apr2020 seven additional sets of patient results were provided: sid (B)(6) = 271 / 174; sid (B)(6) = 289 / 213; sid (B)(6) = 293 / 186; sid (B)(6) = 282 / 215; sid (B)(6) = 266 / 179; sid (B)(6) = 314 / 222; sid (B)(6) = 277 / 186u/l. There was no impact to patient management reported.

Manufacturer narrative:
During the site visit, the field service representative (fsr) replaced the alnty c-series mixer, list number (ln) 09d59-03, which resolved the issue. Return testing was not completed as returns were not available. A review of the alinity c processing module, serial number (B)(6), service history identified no contributing factors to the current complaint. There have been no subsequent occurrences of discrepant results documented after the part was replaced. The alinity ci-series operations manual addresses operational precautions and limitations, troubleshooting of the fluidics subsystem, and troubleshooting of probable causes and corrective actions for erratic sample results. A 12-month review of tickets for the alnty c-series mixer did not identify any trends regarding the current complaint issue. A product monitoring review of the alinity c / architect c platforms found no trends associated with the discrepant results described in this complaint. Based on the investigation no product deficiency was identified for either the alinity c processing module, sn (B)(6), or the alnty c-series mixer, ln 09d59-03.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated ldh results on 9 patients generated on the alinity c analyzer. The results provided were: on (B)(6) = 381 u/l / retest = 236 u/l; (B)(6) = 341 u/l / retest = 183 u/l. On (B)(6) 2020 the customer provided 5 additional sets of ldh results: (B)(6) = 283 / 225; (B)(6) = 286 / 168; (B)(6) = 272 / 224; (B)(6) = 336 / 221; (B)(6) = 304 / 186u/l. On (B)(6) = 259 / 165u/l. On (B)(6) initial = 288 / 213u/l. There was no reported impact to patient management.